Event description:
ICD shocked patient x 3 in a row and then quit working. The patient became bradycardic with a flutuating rhythm from 60 to 30 beats per minute. Brought by ambulance to hospital where lead was found fractured and generator nonfunctioning. Medtronic right ventricular lead model 6949 implanted 4 years ago was fractured and explanted with the ICD. Another generator and lead was implanted. The patient was discharged in stable condition to home.======================manufacturer response for generator, entrust ICD (per site reporter).======================none as of yet.